Event description:
The promus 3.0x 23mm stent was advanced into the target vessel. Due to tortuosity in the proximal circumflex the stent would not advance. Attempts were made to advance the stent. The surgeon attempted to withdraw the stent delivery system, but the promus stent became dislodged from the stent delivery balloon. The stent dislodged into the mid distal portion of the left main coronary artery with no embolization once it dislodged. Different products were used to try to retrieve the promus stent. Another attempt was made with a different wire into the left anterior descending artery (lad) and then advance a balloon over this wire. The balloon was advanced into the stent and inflated to 15 atmospheres for 10 seconds. The balloon was advanced distal to the stent and then inflated to 15 atmospheres for 30 seconds. The balloon and stent were withdrawn into the guide catheter. The promus stent was then removed. Upon inspection by the surgeon, the stent was not fully retrieved from the patient's body. Fluoroscopic examination was performed and revealed that the stent piece was no longer in the left coronary artery and there was no evidence of embolization of the stent into the coronary system.